Event description:
It was reported that on an unknown date in 2010, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the devices were explanted due to rapid aneurysm enlargement due to a probable type ii endoleak and possible endotension.

Manufacturer narrative:
D6a: implant date is unknown. D10: gore® excluder® aaa endoprosthesis - stent graft contralateral leg unknown sn. H3: explanted device returned to third party lab for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Explant scientist observations: two device segments were evaluated. Segment 1 appeared to consist of a trunk ¿ ipsilateral leg endoprosthesis and measured approximately 152mm in length, with the constraint sleeve present and intact. Segment 2 was free floating and appeared to be either a contralateral leg or an iliac branch endoprosthesis iliac branch component, and measured approximately 107mm in length, with the constraint sleeve present and intact. Minimal, scattered plaques of red brown material were present on the abluminal surface of both segment 1 and segment 2. In addition, moderate, scattered plaques of light tan to dark yellow biologic tissue were present on the abluminal surfaces of both segments. All lumens appeared widely patent, however, no saline-patency test was noted to have been performed, therefore the patency of the devices could not be confirmed based on the images provided. No material disruptions were visible from the images provided. The reason for removal was reported as a type ii endoleak, which cannot be confirmed via analysis of the explanted endoprosthesis. In addition, the suspected ¿endotension due to endoprosthesis porosity¿ as stated in the third party explant report would likely result in a gelatinous film/biologic material present on the abluminal surface of the devices (as previously observed by explant scientists), which does not appear to be present, and cannot be evaluated based off of the images and analysis provided. This complaint was initiated based on information received from the field. Device lot numbers were requested but not provided. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
It was reported that on an unknown date in 2010, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the devices were explanted due to rapid aneurysm enlargement due to a probable type ii endoleak and possible endotension.